Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that customer was not able to fill reservoir. Customer reported to have used three reservoirs before being able to fill reservoir. Customer was called by phone and given assistance. Customer reported that after using reservoir from another box, she was able to fill reservoir. Reservoirs could not be returned as customer discarded reservoir. Customer was advised that reservoirs would be replaced.